Event description:
Event description guidant received information that this extended life implantable cardioverter defibrillator (ICD) demonstrated an elective replacement indicator (eri) after being in service for 80.6 months. The physician elected to explant the device, and replace it with a similar device. No patient complications were reported